Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable, distribution node (dn) to front therapy electrode cable, and ECG "c&d" cable were cut, which caused the hipot test failure. The root cause for the damaged cables was physical abuse. No adverse event resulted from the cut cables. The last pt to use this electrode belt did not report any deficiencies.